Event description:
It was reported on 30 June 2026 that the patient presented with grade 5 functional tricuspid regurgitation (TR) and enlarged atrium for a TriClip procedure. During the procedure, a TriClip was successfully implanted. During deployment sequence of second TriClip, the clip was entangled with lateral leaflet. Troubleshooting maneuvers helped detangle the clip from leaflet. The clip was successfully implanted on the leaflets along with chordae. Additionally, another TriClip was implanted for further reduction of TR. The TR was reduced to grade 4 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.